Manufacturer narrative:
H.6. Investigation: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015537. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified blood leakage at the connection between the maxzero component and the connecting syringe. No obvious signs of damage could be identified. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 21015537 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see h.10.

Event description:
It was reported that there was blood backflow, exposure, and leakage while using maxzero needleless connector. The following information was provided by the initial reporter: was there any harm to the patient/healthcare provider? (Detail) no. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, administration of medications, etc)? (Detail) no. Was there any exposure to blood or chemotherapy to mucous membranes or skin? (Detail) yes. What medication was being administered? We don't have this information. Could you please let us know if the sample is available for collection? The sample was not available. Could you please let us know if contact with blood has had any impact on the patient or health care provider? Have prophylactic medications been used? Please detail. Had no impact. Please confirm how long the maxzero was in use before the back flow occurred. It is difficult to know exactly how long, but the device was installed for the endoscopy exam, about 1 hour. Customer informed us that he does not have this information, only the sector and due to the date of the occurrence, it is difficult for us to talk to the anesthesiologist.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was blood backflow, exposure, and leakage while using maxzero needleless connector. The following information was provided by the initial reporter: was there any harm to the patient/healthcare provider? (Detail) no. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, administration of medications, etc)? (Detail) no. Was there any exposure to blood or chemotherapy to mucous membranes or skin? (Detail) yes. What medication was being administered? We don't have this information. Could you please let us know if the sample is available for collection? The sample was not available. Could you please let us know if contact with blood has had any impact on the patient or health care provider? Have prophylactic medications been used? Please detail. Had no impact. Please confirm how long the maxzero was in use before the back flow occurred. It is difficult to know exactly how long, but the device was installed for the endoscopy exam, about 1 hour. Customer informed us that he does not have this information, only the sector and due to the date of the occurrence, it is difficult for us to talk to the anesthesiologist.